Manufacturer narrative:
B3- for reporting purposes, the date of event/procedure will be estimated as (B)(6) 2026 manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to place a lead in the left ventricular. The whisper guide wire was used however fractured. Intervention was performed to retrieve the fractured segment and remove it from the patient. No additional information was provided.

Event description:
It was reported the procedure was to place a lead in the left ventricular. The whisper guide wire was used; however, fractured. Intervention was performed to retrieve the fractured segment and remove it from the patient. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that inadvertent mishandling resulted in the reported material separation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.